Event description:
It was reported that this right ventricular (rv) lead recorded shock impedance high greater than 125 ohms, which is high out of range. The lead remains in service. No adverse patient effects were reported.